Manufacturer narrative:
At this time, there have been no samples or visual evidence returned for evaluation; therefore, no corrective action is possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Rt saphenous vein access with PICC split needle 28 successful -bleeding ++ once 1.2fr cath 25cm trial to insert -unable. After many attempts to maneuver cath through needle and second cath 1-2fr tried. Concluded that needle was defective. Although vein was still bleeding and good access was obtained, had to remove needle and restick pt a second time with a new needle.